Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) provided the steps for completing the patient transfer. In the server ui, the tss navigated to patients visits and orders and filtered for the affected patient. The tss guided the customer to check the box next to the patient and selected transfer. The facility, assigned unit, and room were selected, and the visiting unit and room were unchecked. After these steps were completed, the customer was able to send update messages for the patient, and the updates processed successfully. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user noted that the patient was not appearing under the correct location, resulted on an inability to obtain medications. The patient displayed correctly on the epr; however, the information was not crossing over to pyxis. Admission confirmed that the patient was assigned to sbhb4nop on the epr, but the orders were being routed to the ER station instead. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.